Manufacturer narrative:
Ref comp #(B)(4).

Event description:
On april 3rd 2024 fujifilm healthcare americas corporation was informed of an event involving eb-530h. It was reported that the end of the scope is ripped apart, and the wires are exposed. Durning the procedure a snare was hooked onto the scope and pulled down the patient, resulting in ending the procedure. X-ray was done to make sure no parts/ piece of the scope were left. Patient was good. As such, this report is being submitted in an abundance of caution. No additional information provided.